Event description:
Customer reported that when pressure is applied on the sensor and removed, the alarm will sound. However, when another perform applies pressure on the sensor immediately after and walks through the sensor, the alarm does not sound. Although the issue was found during setup the exact date of event is unknown. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility's reported issue. (B)(4).